Event description:
A (B)(6) old female patient called zoll customer support to report that she was receiving check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the pad under transistor q1 in ECG "d" was lifted from the ECG printed circuit board and the transistor lost contact with the circuit board trace. The root cause of the lifted pad could not be positively identified. No adverse event resulted from the lifted pad under transistor q1. The patient received a replacement electrode belt.